Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was dizzy and symptomatic. Boston scientific technical services (ts) reviewed the device data and noted possible loss of capture or undersensed ventricular tachycardia (vt). Programming changes such as increasing the outputs were discussed. Additional information indicates that the patient's outputs were increased. The patient was seen in the clinic by the physician and a boston scientific field representative and is reported to be doing better. Information also indicates that the patient has been diagnosed with paroxysmal positional vertigo. This system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Additional information was received indicating this pacemaker was explanted for normal battery depletion. No adverse patient effects were reported.